Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.

Event description:
The facility reported a fail code 810:11. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative did not have information regarding whether there have been any reports of any patient incident involving this pump since the last baxter service event.